Manufacturer narrative:
It was it was identified that the customer had assumed that isoflex lal (a gel support surface) was an air mattress rather than a gel mattress. It was identified that an air mattress may be better suited for this account's needs. The customer's isoflex lal units were replaced with isoair units (an air support surface). No device malfunction alleged.

Event description:
It was reported the patient's skin broke down on the mattress. It was further reported that due to the patient's condition, the patient was forced to eat in bed. This was reportedly against standard hospital practices, and the wound care specialist stated this may have contributed to the patient injury. The wound care specialist also indicated that treatment was required, however no specific details were provided.

Event description:
It was reported the patient's skin broke down on the mattress. It was further reported that due to the patient's condition, the patient was forced to eat in bed. This was reportedly against standard hospital practices, and the wound care specialist stated this may have contributed to the patient injury. The wound care specialist also indicated that treatment was required, however no specific details were provided.